Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the self-test failed. The rse evaluated the device and determined that the self-test failed due to user error. The customer was guided on how to correctly operate the device and the issue was resolved. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by user error. The reported problem is confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. To resolve the issue, the customer was guided on how to correctly use the device. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philps that the heartstart xl defibrillator failed the self-test. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution name: (B)(6)